Event description:
On 10/30/1997 following a diagnostic procedure, an angio-seal device was placed in the patient's right common femoral artery. The pt was scheduled for a CABG procedure on 11/6/1997. However, the pt became unstable cardiovascularly, requiring a second dose of thrombolytic therapy and an emergency CABG on 11/3/1997. Prior to this procedure a large ecchymotic area was noted in the right groin; an ultrasound was performed which noted a right femoral "false" aneurysm. Following the CABG procedure the pseudoaneurysm was repaired; reportedly, "there were several defects in the superficial femoral artery on its anterior wall and on the lateral aspect of the common femoral artery resulting from the cardiac catheterization punctures." It is imporant to note that the hosp operative notes make no mention of visual identification of the angio-seal device. Following this procedure an excellent pulse was palpable in the right common femoral and superficial femoral arteries beyond the repair sites. Four days later, the pt was discharged home with no further reports of complications or sequelae.